Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited variable pacing impedances since this summer, and some measurements were >2000 ohms. Also, there was an increase in pacing thresholds with loss of capture and noise noted on the lead at times. Surgical intervention was performed and this lead was surgically abandoned and another rv lead was successfully implanted. No additional adverse patient effects were reported.